Event description:
It was reported "a helium leak alarm appeared during machine operation after placement of the tube, blood was found in the helium line and the machine was urgently withdrawn, and after the balloon was withdrawn, a leak was found at the anterior end of the balloon". Additional information states that another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 67cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 4.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 67cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was found in the helium line" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "a helium leak alarm appeared during machine operation after placement of the tube, blood was found in the helium line and the machine was urgently withdrawn, and after the balloon was withdrawn, a leak was found at the anterior end of the balloon". Additional information states that another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".